Event description:
It was reported that the anvil on the device could not be closed and the closing lever was broken. The device was fired across very thick tissue, and it stapled on one side. The case was completed using sutures and a circular stapler. Four days post operatively, the a leak was noted. The pt required a reoperation. There were no other reported pt consequences. The pt is stable.

Manufacturer narrative:
Information anticipated, but unavailable at this time.